Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that it was impossible to activate infusion at time of vitrectomy. The cassette was replaced and there was no patient impact.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. The value of 5000cpm cut rate, 650mmhg wetant, 650mmhg extrusion, and, 650mmhg vacuum, 650mmhg continuous reflux, and 120mmhg proportional reflux displayed on the progress bar. No system message code was generated during testing. Fluid flowed from the bss bottle to the drain bag without any interfering. Infusion flow was stable during functional and performance testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. Infusion passed all functional and performance requirements. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).